Manufacturer narrative:
Inspection of the manufacturing records, which includes x-rays of the subject device, confirmed that it was released in accordance with applicable procedures. Furthermore, review of programmer data from follow-up visits confirmed the reported instability associated to the atrial lead impedance measurements and to the rv-coil impedance measurements.

Event description:
The subject ICD was implanted on (B)(6) 2016 during a replacement. The (non-sorin) leads already implanted were kept in use. Reportedly, during the follow-up performed on (B)(6) 2016, the rv coil continuity and the atrial lead impedance were showing abnormal measurements. During the re-intervention performed on (B)(6) 2016, the rv coil was reportedly found incorrectly connected to the ICD. The rv coil was correctly screwed, and then coil continuity measurements were normal. The atrial lead impedance is stable at 1500 ohms since the first implantation; therefore it was considered that there was no issue at atrial level.

Event description:
The subject ICD was implanted on (B)(6) 2016 during a replacement. The (non-sorin) leads already implanted were kept in use. Reportedly, during the follow-up performed on (B)(6) 2016, the rv coil continuity and the atrial lead impedance were showing abnormal measurements. During the re-intervention performed on (B)(6) 2016, the rv coil was reportedly found incorrectly connected to the ICD. The rv coil was correctly screwed, and then coil continuity measurements were normal. The atrial lead impedance is stable at 1500 ohms since the first implantation; therefore it was considered that there was no issue at atrial level.

Event description:
The subject ICD was implanted on (B)(6) 2016 during a replacement. The (non-sorin) leads already implanted were kept in use. Reportedly, during the follow-up performed on (B)(6) 2016, the rv coil continuity and the atrial lead impedance were showing abnormal measurements. During the re-intervention performed on (B)(6) 2016, the rv coil was reportedly found incorrectly connected to the ICD. The rv coil was correctly screwed, and then coil continuity measurements were normal. The atrial lead impedance is stable at 1500 ohms since the first implantation; therefore it was considered that there was no issue at atrial level.